Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Device was attached to a bracket and powered on, no alarms or failures were observed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device was opened to inspect for internal damage, a crack was identified on the retaining plate. The rear cover o-ring seal was found unseated. While the fva lip seals are not a source of failure, they will be replaced during repair. The retaining plate and the rear cover o-ring seal will also be replaced during repair.

Event description:
The following has been reported: biomed reported: "staff states pump had a "service required" message." Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a